Event description:
Meter was taken to pharmacy and new batteries were replaced and meter still does not power on. Patient did not experience any symptoms of high or low blood sugar. Lifescan rep was unable to resolve the issue and sent patient a new meter.